Event description:
The patient's reported that he had a problem with insulin pump that their was no delivery alarm during manual prime. The patient's blood glucose level was 68 mg/dl. The customer's changed the infusion set and the reservoir and still no delivery alarm. The patient's was advised to rewind insulin pump, reinsert reservoir into insulin pump and run manual prime. The customer's was asked to follow the fill cannula process. The troubleshooting was completed. The no delivery alarm from the insulin pump was resolved by a complete infusion set change. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).